Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) and the gastroepiploic artery (gea) using ruby coil lps, a packing coil lp, a lp system detachment handle (lp handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted three ruby coil lps into the target vessel using the lp handle. The physician then advanced another ruby coil lp into the target vessel; however, the physician decided to retract the ruby coil lp back into the microcatheter to reposition it. While retracting, the ruby coil lp unintentionally detached and migrated distally into the left gastroepiploic artery (lgea). The ruby coil lp was left in the area it had migrated to. The physician then implanted three additional ruby coil lps into the target vessel using the lp handle. Next, the physician advanced a packing coil lp into the target vessel using the microcatheter and attempted to detach it using the lp handle. However, the packing coil lp failed to detach. It was reported that the physician pulled the trigger of the lp handle back and saw the two markers indicating that the packing coil lp had detached. However, when the physician retracted the pusher assembly back through the microcatheter, the packing coil lp was still attached to its pusher assembly. After several attempts the physician successfully detached the packing coil lp using the lp handle and flushed the detached packing coil lp into the target vessel using a saline solution. The procedure was completed using two additional ruby coil lps, the same lp handle, and microcatheter. It was reported that it took several attempts to detach all the coils using the lp handle, except for the fourth coil. There was no report of an adverse event to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00214.